Event description:
A nurse reported that the pt was admitted to the hosp for treatment of hypoglycemia. Nurse stated that patient's caregiver found her unconscious around 6:00 am. Caregiver reportedly tested patient's blood glucose, using the advantage system, and obtained a blood glucose result of 217 mg/dl. Less than 10 minutes later, patient's blood glucose was reportedly retested on a paramedic's device with a result of 18 mg/dl. Nurse stated that, while hospitalized, pt has been treated with her normal oral medications. Nurse stated that, prior to the event, pt had been feeling weak for a few days but had not tested her blood glucose. The location where the hypoglycemic event occurred was not provided. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.